Event description:
My daughter used the amo complete moisture plus solution and got what we thought was pink eye. We took her to the optometrist, who gave her drops for her eyes. At the time we went, we didn't discuss the amo because we thought she just had pink eye. My daughter kept pink eye on and off between 4 to 6 weeks. Finally, we decided to change the solution. Her girlfriend got contact lenses and her optometrist told her not to use the amo. After hearing the news today about these drops, I am now concerned that she may have damaged her cornea. Used to clean lenses and soak once daily in 2007. Event abated after use stopped.